Event description:
This is a spontaneous case report received from an adult (>=18y & <65y) female consumer in united states on 07-jun-2016 who had essure (fallopian tube occlusion insert) inserted one or two years prior to this report, for sterilization. She had a breast cancer in (B)(6) 2010, and had an ablation before the essure placed so her period would go down to a trickle. It did not work and periods were still full force using a pad an hour. Essure was placed and she had minor cramping in the beginning. The pain in lower left abdomen was there almost the entire time and got worse and worse. The bleeding got worse also. These events started when essure was placed. The hsg test was never done (hcp said she could have it done but did not say it was necessary). On an unspecified date, ultrasound was done and it showed that essure was in uterus. On (B)(6) 2016, total hysterectomy was done and essure coils were removed. Her uterus was sent to the laboratory and it was found that her uterus was infected where the essure had slipped and lodged in uterus. After surgery the results said she only had one ovary removed; nurse checked all the records and said that both ovaries were removed. She stated that in (B)(6) 2016 her events stopped. Quality safety evaluation received on 17-jun-2016: (B)(4) for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had minor cramping in the beginning and the pain in lower left abdomen got worse and worse. She underwent a hysterectomy and removal of essure coils, and it was found that her uterus was infected where the essure had slipped. These events are listed in the reference safety information for essure. After essure insertion, abdominal pain may occur. In the present case, the pain started after essure insertion and got worse over time. Later it was found that the essure was in her uterus. Given the nature of the event minor cramping in the beginning/ pain in lower left abdomen got worse and worse, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Upper genital tract infections occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In the present case, uterine infection was diagnosed one or two years after essure insertion. Despite the long interval between essure procedure and event uterus was infected, given the nature of this event, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a serious injury was reported and device removal was required. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Further information is expected.

Manufacturer narrative:
Follow-up received on 26-jul-2016 from physician: on (B)(6) 2013, essure ess305 (lot number b60746) was successfully placed with bilateral fallopian tube cannulation to induce occlusion. She was discharged (from placement) in excellent condition. Follow-up received on 12-aug-2016 quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. A review of similar cases for the reported batch resulted in no unusual pattern identified. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had minor cramping in the beginning and the pain in lower left abdomen got worse and worse. She underwent a hysterectomy and removal of essure coils, and it was found that her uterus was infected where the essure had slipped. These events are listed in the reference safety information for essure. After essure insertion, abdominal pain may occur. In the present case, the pain started after essure insertion and got worse over time. Later it was found that the essure was in her uterus. Given the nature of the event minor cramping in the beginning/ pain in lower left abdomen got worse and worse, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Upper genital tract infections occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In the present case, uterine infection was diagnosed one or two years after essure insertion. Despite the long interval between essure procedure and event uterus was infected, given the nature of this event, a contributory role of essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a serious injury was reported and device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. A review of similar cases for the reported batch resulted in no unusual pattern identified.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure on the left has perforated through the wall of the uterus, possibly through the wall of the tube"), fallopian tube perforation ("essure on the left has perforated/possibly through the wall of the tube"), pelvic pain ("pelvic pain"), menometrorrhagia ("menometrorrhagia/ bleeding got worse") and uterine infection ("uterus was infected") in a 43-year-old female patient who had essure (batch no. B60746) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "the hsg test was never done". The patient's past medical history included endometrial ablation, breast cancer in 2010 and heavy periods (prior to her essure implantation, her menstrual cycles were regular, heavy and three to five days long). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 2 years 3 months after insertion of essure, the patient experienced menorrhagia ("menorrhagia/ menstrual cycles became more frequent were much heavier"). On (B)(6) 2016, the patient experienced cervicitis ("acute and chronic endocervicitis"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), polymenorrhoea ("menstrual cycles became more frequent were much heavier"), abdominal pain lower ("minor cramping in the beginning / pain in lower left abdomen got worse and worse/intermittent, sharp pain"), fatigue ("fatigue"), menopausal symptoms ("menopausal symptoms due to her hysterectomy"), device expulsion ("essure was in uterus / essure had slipped and lodged in uterus") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingo-oophorectomy), surgery (laparoscopic hysterectomy and bilateral salpingo-oophorectomy), surgery (laparoscopic hysterectomy and bilateral salpingo-oophorectomy and endometrial ablation) and surgery (endometrial ablation in (B)(6) 2013). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the device expulsion had resolved. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, polymenorrhoea, menorrhagia, abdominal pain lower and cervicitis was resolving, the menometrorrhagia and uterine infection had resolved and the fatigue, menopausal symptoms and abdominal pain outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, menometrorrhagia and uterine infection with essure. The reporter considered abdominal pain, cervicitis, device expulsion, fallopian tube perforation, fatigue, menopausal symptoms, menorrhagia, pelvic pain, polymenorrhoea and uterine perforation to be related to essure. The reporter commented: prior to her essure implantation, her menstrual cycles were regular, heavy and three to five days long. Following essure they became more frequent, up to two times a month, and were much heavier, requiring her to use double protection. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: bilateral essure coils. Operative report: there seemed to be additional vascularity next to the uterus and the essure on the left has perforated through the wall of the uterus, possibly through the wall of the tube. Her uterus was sent to the laboratory and it was found that her uterus was infected where the essure had slipped and lodged in uterus. On (B)(6) 2016 the pathology reported further noted acute and chronic endocervicitis. On (B)(6) 2016, plaintiff underwent an ultrasound to evaluate her symptoms of pelvic pain. Quality-safety evaluation of ptc: no sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. A review of similar cases for the reported batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 17-aug-2018: legal claim received. New events abdominal pain and menstrual cycles became more frequent were much heavier were added. Event outcome of essure on the left has perforated through the wall of the uterus, possibly through the wall of the tube, menorrhagia, pelvic pain and acute and chronic endocervicitis was updated as recovering/resolving. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), fatigue ("fatigue"), menopausal symptoms ("menopausal symptoms due to her hysterectomy"). The reporter commented: prior to her essure implantation, her menstrual cycles were regular, heavy and three to five days long. Diagnostic results: operative report: there seemed to be additional vascularity next to the uterus and the essure on the left has perforated through the wall of the uterus, possibly through the wall of the tube. Her uterus was sent to the laboratory and it was found that her uterus was infected where the essure had slipped and lodged in uterus. On (B)(6) 2016, plaintiff underwent an ultrasound to evaluate her symptoms of pelvic pain. Most recent follow-up information incorporated above includes: on 31-mar-2017: legal claim received: case is now potential legal. New events added: pelvic pain uterotubal perforation,fatigue, menopausal symptoms. Metromenorrhagia updated (heavy menstrual bleeding). Company causality comment: this case report refers to a female plaintiff (upon follow up receipt this case is now legal) who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013, and experienced essure on the left has perforated through the wall of the uterus, possibly through the wall of the tube, menometrorrhagia/bleeding got worse and uterus was infected. The plaintiff had surgery to remove the essure implant about two and half years after insertion. All events are serious due to medical significance, listed in the reference safety information for essure. Uterine perforation/fallopian tube perforation with essure may occur, often during insertion. In this particular case, the exact date and the mechanism of the events are not known; and, although changes in the pattern or amount of menstrual bleeding have been reported with use of the insert, it could also be related to the perforation. Considering this causality between essure and these events cannot be excluded. As regarding uterine infection, while essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In the present case, uterine infection was diagnosed one or two years after essure insertion. Despite the long interval between essure procedure and event uterus was infected, a contributory role of essure cannot be excluded. This case was classified as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. A review of similar cases for the reported batch resulted in no unusual pattern identified. Further information is expected through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure on the left has perforated through the wall of the uterus, possibly through the wall of the tube / migration'), fallopian tube perforation ('essure on the left has perforated/possibly through the wall of the tube'), pelvic pain ('pelvic pain'), menometrorrhagia ('menometrorrhagia/ bleeding got worse') and uterine infection ('uterus was infected') in a 43-year-old female patient who had essure (batch no. B60746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: product communication issue "the hsg test was never done". The patient's medical history included breast cancer in 2010, endometrial ablation and heavy periods (prior to her essure implantation, her menstrual cycles were regular, heavy and three to five days long). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia/ menstrual cycles became more frequent were much heavier"), 2 years 3 months after insertion of essure. On (B)(6) 2016, the patient experienced cervicitis ("acute and chronic endocervicitis"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), polymenorrhoea ("menstrual cycles became more frequent were much heavier"), abdominal pain lower ("minor cramping in the beginning / pain in lower left abdomen got worse and worse/intermittent, sharp pain"), fatigue ("fatigue"), menopausal symptoms ("menopausal symptoms due to her hysterectomy"), device expulsion ("essure was in uterus / essure had slipped and lodged in uterus"), abdominal pain ("abdominal pain"), migraine ("migraines or headaches") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (endometrial ablation in (B)(6) 2013, laparoscopic hysterectomy and bilateral salpingo-oophorectomy and laparoscopic hysterectomy and bilateral salpingo-oophorectomy and endometrial ablation). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the device expulsion had resolved. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, polymenorrhoea, menorrhagia, abdominal pain lower and cervicitis was resolving, the menometrorrhagia and uterine infection had resolved and the fatigue, menopausal symptoms, abdominal pain, migraine and genital haemorrhage outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, menometrorrhagia and uterine infection with essure. The reporter considered abdominal pain, cervicitis, device expulsion, fallopian tube perforation, fatigue, genital haemorrhage, menopausal symptoms, menorrhagia, migraine, pelvic pain, polymenorrhoea and uterine perforation to be related to essure. The reporter commented: prior to her essure implantation, her menstrual cycles were regular, heavy and three to five days long. Following essure they became more frequent, up to two times a month, and were much heavier, requiring her to use double protection. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: results: bilateral essure coils.. Diagnostic results: operative report: there seemed to be additional vascularity next to the uterus and the essure on the left has perforated through the wall of the uterus, possibly through the wall of the tube. Her uterus was sent to the laboratory and it was found that her uterus was infected where the essure had slipped and lodged in uterus. On (B)(6) 2016 the pathology reported further noted acute and chronic endocervicitis. On (B)(6) 2016, plaintiff underwent an ultrasound to evaluate her symptoms of pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure on the left has perforated through the wall of the uterus, possibly through the wall of the tube / migration'), fallopian tube perforation ('essure on the left has perforated/possibly through the wall of the tube'), pelvic pain ('pelvic pain'), menometrorrhagia ('menometrorrhagia/ bleeding got worse') and uterine infection ('uterus was infected') in a 43-year-old female patient who had essure (batch no. B60746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: product communication issue "the hsg test was never done". The patient's medical history included breast cancer in 2010, endometrial ablation and heavy periods (prior to her essure implantation, her menstrual cycles were regular, heavy and three to five days long). On (B)(6)2013, the patient had essure inserted. On (B)(6)2016, the patient experienced menorrhagia ("menorrhagia/ menstrual cycles became more frequent were much heavier"), 2 years 3 months after insertion of essure. On (B)(6)2016, the patient experienced cervicitis ("acute and chronic endocervicitis"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), polymenorrhoea ("menstrual cycles became more frequent were much heavier"), abdominal pain lower ("minor cramping in the beginning / pain in lower left abdomen got worse and worse/intermittent, sharp pain"), fatigue ("fatigue"), menopausal symptoms ("menopausal symptoms due to her hysterectomy"), device expulsion ("essure was in uterus / essure had slipped and lodged in uterus"), abdominal pain ("abdominal pain"), migraine ("migraines or headaches") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (endometrial ablation in (B)(6)2013, laparoscopic hysterectomy and bilateral salpingo-oophorectomy and laparoscopic hysterectomy and bilateral salpingo-oophorectomy and endometrial ablation). Essure was removed on (B)(6)2016. In (B)(6) 2016, the device expulsion had resolved. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, polymenorrhoea, menorrhagia, abdominal pain lower and cervicitis was resolving, the menometrorrhagia and uterine infection had resolved and the fatigue, menopausal symptoms, abdominal pain, migraine and genital haemorrhage outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, menometrorrhagia and uterine infection with essure. The reporter considered abdominal pain, cervicitis, device expulsion, fallopian tube perforation, fatigue, genital haemorrhage, menopausal symptoms, menorrhagia, migraine, pelvic pain, polymenorrhoea and uterine perforation to be related to essure. The reporter commented: prior to her essure implantation, her menstrual cycles were regular, heavy and three to five days long. Following essure they became more frequent, up to two times a month, and were much heavier, requiring her to use double protection. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6)2016: results: bilateral essure coils. Diagnostic results: operative report: there seemed to be additional vascularity next to the uterus and the essure on the left has perforated through the wall of the uterus, possibly through the wall of the tube. Her uterus was sent to the laboratory and it was found that her uterus was infected where the essure had slipped and lodged in uterus. On (B)(6)2016 the pathology reported further noted acute and chronic endocervicitis. On (B)(6)2016, plaintiff underwent an ultrasound to evaluate her symptoms of pelvic pain. Quality-safety evaluation of ptc: no sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. A review of similar cases for the reported batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received: events added: migraines, abnormal bleeding. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure on the left has perforated through the wall of the uterus, possibly through the wall of the tube / migration'), fallopian tube perforation ('essure on the left has perforated/possibly through the wall of the tube'), pelvic pain ('pelvic pain'), menometrorrhagia ('menometrorrhagia/ bleeding got worse') and uterine infection ('uterus was infected') in a 43-year-old female patient who had essure (batch no. B60746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: product communication issue "the hsg test was never done". The patient's medical history included breast cancer in 2010, endometrial ablation and heavy periods (prior to her essure implantation, her menstrual cycles were regular, heavy and three to five days long). Operative report: there seemed to be additional vascularity next to the uterus and the essure on the left has perforated through the wall of the uterus, possibly through the wall of the tube. Her uterus was sent to the laboratory and it was found that her uterus was infected where the essure had slipped and lodged in uterus. On (B)(6) 2016 the pathology reported further noted acute and chronic endocervicitis. On (B)(6) 2016, plaintiff underwent an ultrasound to evaluate her symptoms of pelvic pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, the patient experienced heavy menstrual bleeding ("menorrhagia/ menstrual cycles became more frequent were much heavier"), 2 years 3 months after insertion of essure. On (B)(6) 2016, the patient experienced cervicitis ("acute and chronic endocervicitis"). On an unknown date, the patient experienced uterine perforation (seriousness criteria hospitalization, medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), polymenorrhoea ("menstrual cycles became more frequent were much heavier"), abdominal pain lower ("minor cramping in the beginning / pain in lower left abdomen got worse and worse/intermittent, sharp pain"), fatigue ("fatigue"), menopausal symptoms ("menopausal symptoms due to her hysterectomy"), device expulsion ("essure was in uterus / essure had slipped and lodged in uterus"), abdominal pain ("abdominal pain"), migraine ("migraines or headaches") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (endometrial ablation in (B)(6) 2013, laparoscopic hysterectomy and bilateral salpingo-oophorectomy and laparoscopic hysterectomy and bilateral salpingo-oophorectomy and endometrial ablation). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the device expulsion had resolved. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, polymenorrhoea, heavy menstrual bleeding, abdominal pain lower and cervicitis was resolving, the menometrorrhagia and uterine infection had resolved and the fatigue, menopausal symptoms, abdominal pain, migraine and genital haemorrhage outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, menometrorrhagia and uterine infection with essure. The reporter considered abdominal pain, cervicitis, device expulsion, fallopian tube perforation, fatigue, genital haemorrhage, heavy menstrual bleeding, menopausal symptoms, migraine, pelvic pain, polymenorrhoea and uterine perforation to be related to essure. The reporter commented: prior to her essure implantation, her menstrual cycles were regular, heavy and three to five days long. Following essure they became more frequent, up to two times a month, and were much heavier, requiring her to use double protection. She had underwent other essure related surgery on (B)(6) 2013. The number of expanded coils that: appeared trailing into the uterine cavity was 2and on other side the number of expanded coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2016: results: bilateral essure coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2021: medical record received. Reporter information and patient's demographics were added. Reporter causality updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure on the left has perforated through the wall of the uterus, possibly through the wall of the tube"), fallopian tube perforation ("essure on the left has perforated/possibly through the wall of the tube"), menometrorrhagia ("menometrorrhagia/ bleeding got worse") and uterine infection ("uterus was infected") in a 43-year-old female patient who had essure (batch no. B60746) inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "the hsg test was never done". The patient's past medical history included endometrial ablation, breast cancer in 2010 and heavy periods (prior to her essure implantation, her menstrual cycles were regular, heavy and three to five days long). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 2 years 3 months after insertion of essure, the patient experienced menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced cervicitis ("acute and chronic endocervicitis"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), uterine infection (seriousness criteria medically significant and intervention required), abdominal pain lower ("minor cramping in the beginning / pain in lower left abdomen got worse and worse/intermittent, sharp pain"), pelvic pain ("pelvic pain"), fatigue ("fatigue"), menopausal symptoms ("menopausal symptoms due to her hysterectomy") and device expulsion ("essure was in uterus / essure had slipped and lodged in uterus"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingo-oophorectomy), surgery (laparoscopic hysterectomy and bilateral salpingo-oophorectomy) and surgery (endometrial ablation in (B)(6) 2013). Essure was removed on (B)(6) 2016. In (B)(6) 2016, the device expulsion had resolved. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, fatigue and menopausal symptoms outcome was unknown, the menometrorrhagia and uterine infection had resolved, the abdominal pain lower had not resolved and the menorrhagia and cervicitis was resolving. The reporter provided no causality assessment for abdominal pain lower, menometrorrhagia and uterine infection with essure. The reporter considered cervicitis, device expulsion, fallopian tube perforation, fatigue, menopausal symptoms, menorrhagia, pelvic pain and uterine perforation to be related to essure. The reporter commented: prior to her essure implantation, her menstrual cycles were regular, heavy and three to five days long. Following essure they became more frequent, up to two times a month, and were much heavier, requiring her to use double protection. Diagnostic results: operative report: there seemed to be additional vascularity next to the uterus and the essure on the left has perforated through the wall of the uterus, possibly through the wall of the tube. Her uterus was sent to the laboratory and it was found that her uterus was infected where the essure had slipped and lodged in uterus. On (B)(6) 2016 the pathology reported further noted acute and chronic endocervicitis. On (B)(6) 2016, plaintiff underwent an ultrasound to evaluate her symptoms of pelvic pain. Quality-safety evaluation of ptc: no sample available for this investigation. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. A review of similar cases for the reported batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 14-jun-2018: legal claim received: new events added: menorrhagia and acute and chronic endocervicitis. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.